Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had an error code indicating the watchdog test failed. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced motor controller (mc) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.